Manufacturer narrative:
The pump was not returned for investigation. The root cause of the ischemia and cardiac arrest was unable to be determined due to insufficient clinical details. The cause of the thrombocytopenia and respiratory failure was not determined due to insufficient clinical details. The cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical details. The cause of the positioning issue was not determined without returned product investigation and sufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
Additional information received: b2, b5, d6b, h1, and h6 updated based on the information received from the clinical site.

Event description:
It was reported that the pump performance level was decreased and that seemed to have resolved the hemolysis. Position was confirmed and within normal limits. Additionally the distal extremities were exposed and visualized discolored toes on the right foot. Absent discoloration on left toes. This was reported to have developed over the weekend. The physician was made aware on friday. Heparin drip started over the weekend. The doppler pulse remains present. It was suspected heparin-induced thrombocytopenia (hitt) during proactive call. Stopped systemic heparin and switched patient expired in support. Patient experienced respiratory arrest and required reintubation. Patient coded multiple times. Vasopressors and inotropes maxed out. Patient became severely acidotic and hyperkalemic. After multiple codes, the decision was made to withdraw care.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, the patient was presented with concentrated orange urine output, with creatinine climbing to 3.70. It was reported that the hemolysis had begun prior to impella support. Patient was on a lasix drip and making >30 ml/hr. In addition, the impella position was reported to be slightly shallow. No further information was provided. The patient remained on support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.